Manufacturer narrative:
This failure has been previously investigated. It was noted during the visual inspection of the device that the latch pivot screw had backed out from its proper position. Replacement of the pivot latch and subsequent rate accuracy testing found the device to be infusing in specification. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken wires harness (bezel) assy, door assy damaged lower hinge, ail sensor assy, broken housing and door latch assy broken. A review of the device history record for sn (B)(4) was performed from date of manufacture 10/08/2019 to present date 11/30/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the door on the device wouldn't close. There was no patient involvement.